Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by 10.90% there were no reported adverse events. There was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the accuracy of the device was confirmed to be correct. No fault was found with the device. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.